Event description:
It was reported that the patient was taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose level rose to 462 mg/dl while wearing the pod between 4 and 24 hours. The patient has "cognition problems" so they have a caregiver who assists with the pod and sensor. The caregiver did not enter the sensor information in the op5 app, causing him to remain in limited mode and led to the patient not being able to bolus. Specific treatment information while at the ER, except that they "helped him lower his bg levels since he couldn't bolus himself." The patient was discharged after 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.